Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd preset¿ eclipse¿ had a deformed plunger (rubber stopper). The following information was provided by the initial reporter: "the customer found the stopper unshaped while preparing to use."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and stopper molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ eclipse¿ had a deformed plunger (rubber stopper). The following information was provided by the initial reporter: "the customer found the stopper unshaped while preparing to use."